Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), pelvic pain ("pelvic pain, pain") and genital haemorrhage ("abnormal heavy bleeding/irregular bleeding") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervical dysplasia and seizures. Previously administered products included for prevent pregnancy: depo provera from 1999 to 2004. Concurrent conditions included body mass index normal, livedo reticularis since (B)(6) 2010, smoker since (B)(6) 2010, aching (r) knee since (B)(6) 2011, bipolar I disorder and dysfunctional uterine bleeding. Concomitant products included baclofen from 2011 to 2017, cyclobenzaprine since 2017, duloxetine hydrochloride (cymbalta) since 2011, escitalopram oxalate (lexapro) since 2016, gabapentin since 2011, lorazepam since 2011, meloxicam since 2017, oxcarbazepine (trileptal) since 2016, paroxetine hydrochloride (paxil) since 2017, pregabalin (lyrica) since 2011 and tramadol since 2011. In (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), alopecia ("hair loss"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), pruritus ("itching"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and migraine ("migraines"). In 2012, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In 2015, the patient experienced pain of skin ("skin sensitivity"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("rashes"), anxiety ("anxious"), depression ("depressed"), fatigue ("fatigue"), fibromyalgia ("fibromyalgia"), arthralgia ("joints pain, hips pain, ankles pain, wrists pain"), pain in extremity ("arms pain, legs pain"), musculoskeletal chest pain ("ribs pain"), abdominal pain lower ("lower abdomen pain"), adnexa uteri pain (""ovaries" pain"), vulvovaginal pain ("vaginal pain") and complication of device removal ("essure coil came out in fragments on the right side and was difficult to remove"). The patient was treated with cannabis sativa (marijuana), surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. In (B)(6) 2017, the pelvic pain and genital haemorrhage had resolved. In (B)(6) 2017, the rash had resolved. At the time of the report, the device breakage, headache, alopecia, weight increased, anxiety, depression, vaginal haemorrhage, menorrhagia, pain of skin, pruritus, bladder disorder, urinary tract disorder, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, migraine, arthralgia, pain in extremity, musculoskeletal chest pain, abdominal pain lower, adnexa uteri pain, vulvovaginal pain and complication of device removal outcome was unknown and the fibromyalgia had not resolved. The reporter considered abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, anxiety, arthralgia, bladder disorder, complication of device removal, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, musculoskeletal chest pain, pain in extremity, pain of skin, pelvic pain, pruritus, rash, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: patient sought treatment on multiple occasions for symptoms. Current weight 190 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Hysterosalpingogram - on an unknown date: confirmed proper placement of essure most recent follow-up information incorporated above includes: on 13-apr-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to (B)(6) 2006 and removal date updated to (B)(6) 2017. Concomitant medications added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), skin sensitivity, itching, bladder problems or changes, urinary problems or changes, device breakage, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, fibromyalgia, migraines, joints pain, hips pain, ankles pain, wrists pain, arms pain, legs pain, ribs pain, lower abdomen pain, "ovaries" pain, vaginal pain and essure coil came out in fragments on the right side and was difficult to remove added incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal heavy bleeding/irregular bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), rash ("rashes"), alopecia ("hair loss"), weight increased ("weight gain"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (undergo a surgical procedure with removal of the essure). Essure (ess205) was removed in (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, headache, rash, alopecia, weight increased, anxiety and depression outcome was unknown. The reporter considered alopecia, anxiety, depression, genital haemorrhage, headache, pelvic pain, rash and weight increased to be related to essure (ess205). The reporter commented: patient sought treatment on multiple occasions for symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement of essure incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.